Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with no motor movement or negligible movement and retries to free a stuck motor failed and insulin pump restarted 3 times. The customer's blood glucose level was unknown at the time of the incident. Customer stated the insulin pump was not exposed to a high magnetic field. Customer stated they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind and unexpected battery power loss anomaly due to a corroded motor home switch and corroded battery tube. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm and battery power loss anomaly noted.